Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch; no issues were observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor data was extracted using approved software. Sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was de-cased and poor soldering on the battery was observed upon visual inspection of the printed circuit board assembly (pcba). The smu (source measurement unit) test was performed with connector key to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery; therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving a low scan of 50 on the adc device compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported being able to self treat with coke, sugar, and orange juice. The emergency services were called and upon arriving, a glucose result of 339 mg/dl was obtained. The customer was administered unspecified "emergency medical" treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.